Event description:
It was reported "neck (hub) of the needle broke during the procedure". Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Qn#(B)(4). The customer returned one introducer needle and the product lidstock for analysis. Visual analysis revealed that the needle hub was broken and separated. The distal end of the hub was still adhered to the needle cannula. Microscopic examination confirmed the damage. The hub separation point appeared smooth. Functional inspection was not able to be performed due to the damage to the needle hub. A device history record review was performed, and no relevant findings were identified. The customer report of a broken needle hub was confirmed through visual inspection of the returned sample. The returned needle met all relevant requirements, and a device history record review was performed with no findings relevant to this investigation. Investigation of this issue is documented under a CAPA. Based on the CAPA investigation, the root cause of this complaint is design related. Teleflex has identified that the needle hub material is susceptible to cracking when placed under stress (i.e. Pressed onto a tapered luer fitting, sideloaded as the clinician attempts to locate a vessel, etc.) In the presence of liquid alcohol-based disinfectants. Corrective actions have not yet been fully implemented. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "neck (hub) of the needle broke during the procedure". Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).